Manufacturer narrative:
On the (B)(6) 2009 the device recorded a low battery fail. Between the (B)(6) 2010 and (B)(6) 2015 the device recorded nine low battery fails. On the (B)(4) 2015 the device recorded successful manual power ups. No further log entries were recorded after the (B)(6) 2015. Investigation found the device performed to specification during testing at heartsine. The device was returned with a reported fault of not being able to switch on. However, on receipt of the device at heartsine, a test pad-pak was installed and the device was successfully manually power cycled. Throughout the memory log there were several low battery fails recorded. It is possible that during this time the pad-pak was depleted beyond any use. The reported fault could only be replicated by installing a significantly depleted pad-pak. The pad-pak, which contains the electrodes and batteries, is labeled for single use but the samaritan pad 300 and 300p devices are for multi-use, which is why the "unknown" box has been checked in this report.

Event description:
There was no patient involved in this event. Device will not power on.